Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the heartstart mrx lost ECG tracing and data from recent events was not available. There is no indication of pt involvement.